Event description:
An unstable 37 year old male was ventilated with the 7200. The power cord became disconnected for an unknown reason. The caregivers apparently confused the power loss alarm with the high pressure alarm that was sounding on another 7200 in an adjacent ICU bed. The pt became bradycardic, triggering the electrocardiogram alarm which alerted the caregivers, who began resuscitation maveuvers. These efforts were unsuccessful. The ventilator was inspected, although no malfunction was reported, or believed to have occurred. The inspection was performed by the owner, in the presence of hospital personnel.